Event description:
It was reported that after an unknown procedure, after one or two day's leakage the patient had to be re-operated on. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: follow-up information received from the affiliate: our director strategic surgical accounts had a discussion with prof. From the university hospital of lübeck. He complained of a post operative leakages during lap. Sigma / rectum resection. Patient is in good condition. Leakage appeared at 2nd day after surgery. Leakage out of staple line. Anastomosis without tension and with proper blood supply. Leakage test during surgery was ok. Instruments functioned normally during surgery. All used instruments have been discarded. No further information is known.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device (a) was returned inside its original package and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed properly during testing. The analysis found that one ec60a device (b) was returned inside its original package and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed properly during testing.